Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was seen for a follow-up after transtelephonic monitoring did not show a magnet rate. Interrogation revealed dashes for battery voltage, 58 ua, and 4.7 kohms. The clinician suspected damage from electrocautery used during open heart surgery in november 2005.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received